Event description:
It was reported that during a transcatheter aortic valve implant procedure, a pre-implant balloon dilation was performed using a 25 mm balloon. No injury occurred. The valve was implanted at a height of 4 mm on the non-coronary cusp (ncc) and 6 mm on the left coronary cusp (lcc). Hemodynamics were good with a gradient of 5 mmhg, but moderate paravalvular leak (pvl) was noted due to severe calcification on the leaflets and a calcium spore at the annulus extending into the left ventricular outflow tract (lvot). A post-implant balloon dilation was performed with a 25 mm non-compliant balloon. Short after the dilation, decreased blood pressure was observed. Angiography showed contrast leaking at the annulus due to an annulus rupture. A pericardial puncture was performed with fast transfer to the operating room. The patient¿s blood pressure remained throughout the event. Additional information was received indicating that a the post-implant balloon was a non-medtronic device. One inflation was performed at an unknown pressure for 2-3 seconds with a 50 ml syringe. The valve was explanted. The patient's outcome was survival.

Manufacturer narrative:
Update dated: b5. Added second paragraph. H6. Additional codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Image review: one media file was provided for review. Patient¿s executive summary was not provided for anatomical review. The media file provided shows an implanted evolut with evidence of annular rupture which is identified by contrast extravasation near the left coronary cusp. It was reported that the patient¿s blood pressure dropped shortly after the post implant dilatation. As stated in the instructions for use (IFU), if valve function or sealing is impaired due to excessive calcification or incomplete expansion, a post-implant balloon dilatation (pid) of the bioprosthesis may improve valve function and sealing. If the heart team determines that balloon dilatation is appropriate, consider all of the following factors when selecting the dilatation parameters to ensure patient safety: ¿ balloon model ¿ balloon size ¿ balloon position ¿ inflation pressure ¿ patient anatomy furthermore, potential risks associated with the implantation of the evolut fx+ bioprosthesis may include, but are not limited to, the following: cardiovascular injury (including rupture, perforation, tissue erosion, or dissection of vessels, ascending aorta trauma, ventricle, myocardium, or valvular structures that may require intervention); emergent surgical or transcatheter intervention (for example, coronary artery bypass, heart valve replacement, valve explant, percutaneous coronary intervention [pci], balloon valvuloplasty). Updated h.6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID l-evolutfx-34 (lot: 0012570965); product type: 0195-heart valves; product ID d-evolutfx-34 (lot: 0012737807); product type: 0195-heart valves; select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve implant procedure, a pre-implant balloon dilation was performed using a 25 mm balloon. No injury occurred. The valve was implanted at a height of 4 mm on the non-coronary cusp (ncc) and 6 mm on the left coronary cusp (lcc). Hemodynamics were good with a gradient of 5 mmhg, but moderate paravalvular leak (pvl) was noted due to severe calcification on the leaflets and a calcium spore at the annulus extending into the left ventricular outflow tract (lvot). A post-implant balloon dilation was performed with a 25 mm non-compliant balloon. Short after the dilation, decreased blood pressure was observed. Angiography showed contrast leaking at the annulus due to an annulus rupture. A pericardial puncture was performed with fast transfer to the operating room. The patient¿s blood pressure remained throughout the event.